Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14207. It was reported the patient underwent revision surgery on (B)(6) 2011 where the physician added two scs anchors to the previously implanted leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.